Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tnl) result from one pt sample, that was generated by the access 2 immunoassay system instrument. The elevated accu tnl result was 1.41g/ml (abive the ami cut-off). It is not known if the result was reported out of lab. The sample was rerun and the accu tnl results of 0.06ng/ml and 0.04ng/ml was obtained. No additional info regarding this event was provided.